Event description:
During valvulotomy, the surgeon attempted to retract the blades of the valvulotome into the sheath as the blade assembly reached the distal end of the vein. However, he was unable to do so. He pulled out the blades from the patient's vein in an open state. There was no harm to the patient because of this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation since the device is currently in transit. Until the device investigation is completed, we remain inconclusive on the root cause of the malfunction. The surgeon had inspected the valvulotome during the pre-use check and he found the device to be operating properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality group also inspects a sample from each lot before final packaging to ensure all of the blades insert properly into the retainer upon closure. There was harm to the patient because of this malfunction.